Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Event description:
It was reported that the tps handpiece cord gave a bias current during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the pins on the handpiece connector.

Event description:
It was reported that the tps handpiece cord gave a bias current during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.